Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08700 inches. Device received with intermittent esc and up arrow buttons due to flattened dome switches (no crease). No button error alarms noted. No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. Blood glucose reading was around 400 mg/dl at the time of event. The customer stated the act button was not functional leading to the hospitalization. The customer was treated with an insulin drip and fluids. Customer also reported experiencing low blood glucose, but did not specify a value. The customer did not want to troubleshoot for the insulin pump. The insulin pump will be returned for analysis.